Event description:
We have noticed an increase of skin redness and abrasions after surgeries which involve the adhesive area around the grounding pad. Different nurses, different equipment, and no other common factor were noted. Biomed checked the bovies without malfunction. The grounding pads were the causitive factor due to description of area effected. Valleylab quality assurance called. We spoke to the person who stated that no changes have been made. She will research for us to help. Her initial thoughts were several patients with sensitivities and dry skin due to summerdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown, none or unknown, other, electrode. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.